Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a left superior pulmonary vein (lspv) cryoablation, a polarsheath was utilized. An st change was observed in the ECG. Cryoablation of the left inferior pulmonary vein (lipv) was also carried out, but the ECG's st segment did not alter. Coronary angiography (cag) was performed, revealing a three-vessel lesion without significant stenosis. No air or thrombus was evident in the cag. Cryoablation was halted and percutaneous coronary intervention (pci) was initiated. The physician suggested that the autonomic nervous system may have been impacted during the lspv cryoablation, leading to spasm and marked ECG changes.